Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results from the cobas e 801 analytical unit. The initial result was 73 ng/l. The repeat results were 13.7 ng/l and 13.9 ng/l and were believed to be correct.

Manufacturer narrative:
Medwatch fields d4 lot no and expiration date were updated. A general reagent or analyzer problem was not present because the qc before the event was within ranges. Due to the limited information provided, the investigation was unable to determine a specific root cause. The event was consistent with a sample quality or preanalytical issue. Correct pre-analytic sample handling is within the customer's responsibility. There was no product problem identified.